Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had a history of prior renal transplant, and esophageal varices. The physicians did not want to intubate the patient due to her esophageal varices; therefore, an intracardiac echocardiogram (ice) procedure was done. The ice catheter was inserted without issue. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the was with the versacross connect and the transseptal puncture was successfully completed. Post insertion of the was, after the versacross connect dilator was removed, the patient took a huge breath which resulted in an air embolism in the patient's coronary arteries. The patient went into asystole and cardiac arrest. The patient's heart was massaged, they were given atropine, and a pacemaker lead was placed to reactivate the heart. The patient was intubated and was going to undergo a computed tomography scan to check for any neurological damage. The patient was admitted and remains hospitalized.

Manufacturer narrative:
H7: corrected from no remedial action applies to other, product advisory. H9: added 97423085-fa.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had a history of prior renal transplant, and esophageal varices. The physicians did not want to intubate the patient due to her esophageal varices; therefore, an intracardiac echocardiogram (ice) procedure was done. The ice catheter was inserted without issue. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the was with the versacross connect and the transseptal puncture was successfully completed. Post insertion of the was, after the versacross connect dilator was removed, the patient took a huge breath which resulted in an air embolism in the patient's coronary arteries. The patient went into asystole and cardiac arrest. The patient's heart was massaged, they were given atropine, and a pacemaker lead was placed to reactivate the heart. The patient was intubated and was going to undergo a computed tomography scan to check for any neurological damage. The patient was admitted and remains hospitalized.